Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 5.9, second test inr = 6.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060056: first test inr = 5.9, second test inr = 6.4; mean = 6.15; sd = 0.35; %cv = 5.75%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Please note that this strip lot expired on 05/31/2007.